Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that facial ID plates were explanted and found to be broken.

Event description:
No new information.

Manufacturer narrative:
Additional information: h6. The reported event of a broken plate has been confirmed. Postoperative plate fractures occurred through a bar, with macroscopic and sem analyses indicating that the material¿s strength was exceeded. The chemical composition of the plates conformed to titanium grade 3 specifications. Based on the investigation and the corresponding statistical evaluation, there is no indication of a product malfunction or any design-, material-, or manufacturing-related issue. Therefore, no corrective or preventive actions are deemed necessary at this time.